Event description:
It was reported that this right ventricular lead exhibited high out of range shock lead impedance measurements. This increase appears to be a gradual rise. Reprogramming and monitoring of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.